Manufacturer narrative:
The reported event was wound dehiscence. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient wound dehiscence. The pacemaker was explanted. The patient was in stable condition.